Event description:
It was reported that the user paused insulin delivery on the ilet for prolonged periods, including a pause of approximately seven hours while out of the house, after previously experiencing user errors and expressing concern that her a1c had not decreased. Symptoms included none reported and no impact on blood glucose reported. Outcomes included no injury and no hospitalization. Investigation included review of device reports and provision of user education regarding risks of extended pauses as a treatment approach. Investigation of this case revealed user-related interruption of therapy with the device functioning as designed when not paused. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.